Event description:
The hcp explanted the pump and replaced it and returned it to the MFR for analysis. No reason for the explant was given. A follow up report will be sent when add'l info is received.